Manufacturer narrative:
The console was returned for evaluation. Could not verify the malfunction. The unit primed successfully. During the execution of protocol number (B)(4), irrigation did not shut off after prolonged usage. It was determined that the vacuum sensor diaphragm movement is being restricted, which prevents a complete release of vacuum causing the reflux valve to remain open. To correct the problem, the spacer valves were manufactured on the higher end of their specification to ensure contact of the handpiece cartridge with the console and an elliptical feature was added to the cassette to allow for the sensor to move more freely. Units that were returned through the complaint system were serviced and the spacer valves were replaced per CAPA (B)(4). There have been no other reported issues concerning this console. What appears to be fluid buildup, only seems to occur during an elbow procedure due to the skin being tight in this region. The company's chief medical officer has documented that there is no harm to the patient with the excess fluid. The body will absorb it. There have been no reported events of fluid retention since (B)(4) 2012. A product recall was initiated may 2013 to replace spacer valves on consoles in distribution.

Event description:
Dr (B)(6) had a patient with epicondylitis on her right side. He decided to give her anesthesia that kept her light asleep for the procedure. The procedure was done in an operating room in the (B)(6). The machine was set up, primed well, and we tested the needle before using it on the patient. About 12 seconds into the procedure, the sound stopped, and when dr. (B)(6) kept pushing the foot pedal, it would not come back on. I advised him to take it out and hold it in the air and see if it was occluded. The saline was streaming out when he hit the pedal, but the ultrasonic sound was not working. He re-inserted it and tried again, but it was not working. The patient had a golf ball size bump on her elbow, and the doctor did not think the aspiration was working, so we put that setting on high. We also moved the cutting to high and we could hear a faint sound but it was not the regular cutting sound. I shut the machine off, re-primed, and tried again but it did not work. They took out a new kit and we shut the machine down, put another cassette in and it worked when he tested it in the air. So he went back in to the elbow and 10 seconds later it stopped working again. The sound stopped and the fluid was not being aspirated out.